Event description:
The following information was reported to gore: on (B)(6), 2018, this patient underwent endovascular treatment using two gore® tag® conformable thoracic stent graft for thoracic aortic aneurysm. It was reported no leak was observed. On (B)(6) 2021, computed tomography image revealed a leak, and type iiib endoleak was suspected. On (B)(6) 2021, the patient underwent reintervention. An additional stent graft was deployed to reline the device. It was reported that no endoleak was observed. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Imaging evaluation. Summary: one time-point available for evaluation: post-implantation cta dated (B)(6) 2021. There appears to be contrast outside the implanted devices. Contrast can be visualized on the inner curve near the proximal end of the 2nd implanted device. Aortic diameter at the level contrast is first visualized appears to be 37.7mm. Aortic diameter at the level of the proximal end of the 2nd device appears to be 39.8mm. There does not appear to be any disruption in the wire pattern at the location where contrast in the sac is first visualized. Graft material cannot be visualized. Cannot confirm origin of endoleak with available images.

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment using two gore® tag® conformable thoracic stent graft for thoracic aortic aneurysm. It was reported no leak was observed. On an unknown date in (B)(6) 2021, computed tomography image revealed leak, and type iiib endoleak was suspected. On (B)(6) 2021, the patient underwent reintervention. An additional stent graft was deployed to reline the device. It was reported that no endoleak was observed. The patient tolerated the procedure.